Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported there is a leakage on the blue "leg" of the catheter. Per the customer, "the child was going into surgery and they used the tpn catheter to give sedation, but they could see that it was leaking at the blue lumen. When child returned to the ward they repaired the tpn line. " a section of the device did not remain inside the patient¿s body. They had to place a peripheral vein access site to be able to sedate the child. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence